Event description:
It was reported that the device locked up during a patient event where the patient was being monitored with a 12-lead ECG. After initial evaluation of the device, it was observed that the device also had logged several instances of the same event code. The patient did not suffer any adverse effects as a result of the reported failure

Manufacturer narrative:
(B)(4). Physio-control was unable to physically verify the reported failure; however, through the electronic patient record and the event code history, physio was able to confirm that an intermittent failure did likely occur. Based on this evidence, physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.